Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. It was alleged the patient experienced infection and adhesions following implant. Adhesions is listed as a possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - patient underwent a ventral hernia repair with implant of a ventrio mesh. It is alleged post procedure the surgeon left drain tubes implanted in the patient and the patient experienced intense pain and infection. Infection grew and her abdominal pain worsened. It is further alleged the patient visited hospitals and emergency rooms multiple times and underwent multiple procedures in the many months following implant. On (B)(6) 2014 - patient underwent an abdominal procedure and all of the mesh was removed from her abdomen, along with another retained object (including a retained surgical sponge). During the more recent surgery a portion of her bowel that had adhered to the mesh was removed as well. The attorney alleges the patient experienced pain, bowel injury, disfigurement and explant.